Manufacturer narrative:
(B)(4). Evaluation summary: this report is based on information provided by an engineering evaluation. One handle was received for evaluation. The returned sample did not meet specification. An inspection of the eeprom (electrically erasable programmable read only memory) found several motor failure related error codes. The idrive powered up and produced a strange ticking noise and solid blue lights illuminated. A blinking green light was noted above the handle status light as described by the account. The reported condition was confirmed. The observed condition in the pmv (post market vigilance) lab was most likely caused by an internal break in connection on the bldc board leading to intermittent occurrences where the drive motor could not successfully complete calibration. The bldc board has been identified to be susceptible to damage to inter-connects due to heat stress at the solder station. The file will be closed as a component error. Should new information become available, the file will be re-opened and reassessed at that time. A review of the device history records indicates the device lot numbers were released meeting all quality release specifications at the time of manufacture.

Event description:
According to the reporter: when the battery will be inserted into the idrive, shows loud jarred noises. The device was not used on a patient.